Event description:
It was reported that the patient had a surgical procedure to remove and replace an inflatable penile prosthesis (ipp) due to erosion of the cylinder. The patient was experiencing discomfort with the cylinder. The patient is expected to fully recover following the procedure.